Manufacturer narrative:
On (B)(4) 2015 a field service engineer (fse) was dispatched. Fse found that the tube from the instrument was obstructed due to the instrument being moved. Fse then fixed the obstruction and ran 10 samples to verify and performed a drain flush which corrected the problem. The g7 analyzer was functioning as intended and errors cleared. No further action required by field service. The probable cause of the event was obstruction of the waste tube. A complaint history review for serial number (B)(4) was conducted from 09-oct-2014 through (B)(4) 2015 for similar complaints. There was one (1) similar complaint identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2015 a customer reported a low total area with the g7 analyzer. A field service engineer (fse) was dispatched. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.